Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient stated that there are black particles that are going into the device's water chamber. No allegation of patient harm or injury was reported. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
This MDR is being submitted as part of a batch submission of complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review.